Event description:
The manufacturer of a contact lens care cup with use with 3% hydrogen peroxide systems received a report that four lens cases cracked during sterilzation. No injury occurred. The lens cups were not returned to the manufacturer for evaluation.